Event description:
During service the baxter repair technician reported depleted batteries. The hospital representatives stated that there have been no reports or any patient incident involving this pump since the last baxter service event.